Manufacturer narrative:
Received one device, customer complaint of ¿¿ key stuck error¿¿. Confirmed through performance verification tests, found that some of the buttons are flat.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a key stuck error. This occurred during testing, and there was no patient involvement.